Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Device no longer inflated due to fluid loss. Cause was not determined. Device was close to 10 years old. All components were explanted and replaced. No adverse patient effects.